Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. An error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue.